Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results found that the shaft of a bcd10 device was returned and the tip of the device inside a plastic bag. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during a laparoscopic left pneumonectomy, the cotton tip fell off into the thoracic cavity during use. It was used for exclusion of the lung. The surgeon commented that no extra force was applied. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.